Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to the site and tested the system. He also observed multiple subsequent surgeries. The system was fully functional. Unable to replicated reported issue.

Event description:
A medtronic representative reported that the site alleged navigation was 1.5 cm inaccurate during a tumor resection. The site reported they followed the proper protocol for registration. The doctor noticed the inaccuracy immediately and decided to proceed without navigation. No harm to the patient occurred. A delay to the surgery of less than an hour occurred due to this issue.